Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient had a new pain which was not device related. No device malfunction was suspected. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.